Event description:
Images sent to archive could not be retrieved. System was configured during set up to function as a cache. (Images are purged periodically.) No serious injury or death occurred.

Manufacturer narrative:
Two software releases 3.0 and 3.0.1 were developed to address idenified software issues. Software version release 3.0.1, only mandatory upgrade, incorporated all of 3.0 changes. Regarding MDR #'s 1643366-1998-0001, 1643366-1998-00002 and 1643366-1999-00001 field engineers and or technical service support center performed 3.0.1 upgrades of installed base. Instructions/training regarding these corrective actions were implemented through service personnel. Deficiencies in software are managed via an internal distributed defect tracking system (ddts). Ddts number were assigned to software problems indentified during investigation of these complaints. Ddts number can be used to track progression of co's actions until resolution. Three software issues were identified and resolved in following software builds. 1. In investigating complaints associated with MDR # 1643366-1998-00001 and 1643366-1998-00002, co identified a system configuration error as probable cause of info loss. In these instances, system was configured during set up to function as a cache. Accordingly, images were purged periodically. Ddts #khima01406 was assigned. Software release version 3.0 automated appropriate setting required (amassretries to 60) to assure long term storage. Verification testing of this version can be found in quality assurance (qa) test summary report 3h8018 rev b and software bill of materials 6c8750 rev e. Software bill of material build identification number is hsm/src/ktapefilesystem . Ccp 3.2. Appendix b 2. In response to MDR# 1643366-1999-00001. (Imaged sent to cd archive could not be retrieved.) Ddts# khima01459 was assigned. Software changed made in release version 3.0, which were subsequently incorporated in version 3.0.1, prohibit purging of unauthored files. Verifying that info written to cd is authored assures that images are not purged prior to storage in non volatile media. Testing of this bug fix can be found in qa test summary report 3h8018b rev b. A reference to this fix is included in software bill of materials release 6c8750 rev h under build identification number hsm/src/khsmmanager.ccp 3.6 and sm/include/khsmmanager.hpp 3.4 appendix b 3. In response to MDR # 1643366-1999-00001. (Images sent to cd archive could not be retrieved.) Software patch release 3.0.1 increase verification of contents of cd prior to purging of imaged. It validates contents of smartcd configuration file every time scdjbxcfg command is run. This command is used to determine if a cj jukebox(es) is present, thereby assuring that mil software is never confused by a corrupted smartcd. Patch was released by an eastman kodak internal down load as instruction in 2/26/1999 note. Issues identified undr ddts# khima00789 were verified as being resolved by qa as indicated in verifiecaion problem report. Appendix c 4. In response to MDR# 643366-1998-00001. (System was configured during set up to function as a cache. Images are purged periodically.) A service bulletin was routed to all of eastman kodak's field engineers emphasizing settings required to assure long-term storage. Appendix a 2. Submit copies of all software and labeling changes, including customer communication used to address concern for failure to follow instructions with device. - appendix b and c represent software changes that were incoroprated into 3.0.1 build. - potential labeling changes were considered as corrective and preventative efforts. It as concluded that existing user's manuals adequately addressed these issues. 1. In response to MDR #64366-1999-00002. (Pt demographics were transposed.) A customer communication was distributed as a reminder. It stresses significance of assigning a unique pt identification number. Communication was sent certified mail/return receipt on 5/26/1999 to all sites. Appendix d.